Event description:
It was reported that the patient had an occipital nerve stimulator (ons) for almost 3 years. It was located on her occipital nerve on the back of her head and it sent a buzzing sensation and helped to block the pain signal coming from and going to the brain. It was implanted under her clavicle and the stimulator ran 24/7. For that reason she had to charge every for at least an hour. Since it healed she had not had any problems with it. Now she was having a problem. Several times she had gone to charge and battery would be full and the stimulator was not running. She was not sure what was going on. She had been having some more intense headaches lately and she was wondering if the stimulator was the cause. The patient met a manufacturing representative (rep). The rep had the patient show him that she knew how to work all the equipment, that she was doing everything correctly, and that she wasn¿t turning it off. The plan of action was to monitor it for couple weeks. If there ended up being problem with the charger the manufacturer would take care of it. If it was a problem with the implanted equipment, they were going to have to see her surgeon. The patient was hopeful it was a glitch in the system and it would not happen again. She was upset because she had never had a problem before.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).